Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/16/2017, that on (B)(6) 2017, the patient reported gaps in data. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.